Event description:
Device was used during an unknown procedure. The surgeon could not completely fire the device, leading to an incomplete staple line. The case was completed with hand suture. There were no pt consequences.